Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to abrasion. During a replacement of an implantable cardioverter defibrillator (ICD) the rate sensing portion of this lead was found to be abraded at the point of wrap behind the ICD can.